Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. The patient contacted dexcom tech support for a sensor replacement as he needed to take out the sensor early due to a skin infection. The patient reported having a pre-existing skin disease that increases his susceptibility to infections and has been receiving treatment from a physician for these conditions. The patient experienced a full body infection for nearly a week and placed a new sensor in his arm. Two days of post sensor insertion, he observed swelling and redness around the edge of the sensor patch, accompanied by soreness in the area. On (B)(6) 2025, the patient spoke with his doctor through a zoom call, who advised removing the sensor. After the sensor was taken out, he observed a pus pocket, redness, swelling, infection, and bruising extending beyond the patch perimeter. The patient was prescribed an unspecified oral antibiotic medication and began the treatment right away. He kept observing the location, squeezed out the pus, and noted that it created a well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2339 ulcer. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, clarification was provided on 10/23/2025. It was clarified that on (B)(6) 2025, the patient spoke with his endocrinologist through a zoom call, who advised removing the sensor. After the sensor was taken out, he observed a pus pocket (size of a ball) at the insertion site, and the redness, swelling, infection, and bruising extending beyond the patch perimeter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - clinical code - additional information. H10: corrected data.